Manufacturer narrative:
Block h2: additional information was received on november 8, 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a1005 captures the reportable event of laser fiber connector overheating. Block h10: with all of the information available, boston scientific concludes the reported event of fiber connector overheating could not be confirmed. The lighttrail laser fiber was discarded at the facility and was unavailable for return for analysis. There was limited information and the investigation findings do not lead to a clear conclusion about the cause of the reported event. Therefore, the most probable cause could not be established.

Event description:
It was reported to boston scientific that a lighttrail reusable laser fiber was used to treat benign prostatic hyperplasia during a holmium enucleation of the prostate (holep) procedure performed on (B)(6) 2021. An auriga xl 4007 console was used during the procedure. During the procedure, the console displayed error code 1103- "fiber identification failed" two times. The fiber connector was getting hot. The lighttrail reusable fiber was removed, the console was restarted, and the procedure was completed with another lighttrail reusable laser fiber. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn or lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a lighttrail reusable laser fiber was used to treat benign prostatic hyperplasia during a holmium enucleation of the prostate (holep) procedure performed on (B)(6) 2021. An auriga xl 4007 console was used during the procedure. During the procedure, the console displayed error code 1103- "fiber identification failed" two times. The fiber connector was getting hot. The lighttrail reusable fiber was removed, the console was restarted, and the procedure was completed with another lighttrail reusable laser fiber. There were no patient complications as a result of this event.